Event description:
The customer reported that glucose results of 218, 269 and 95 mg/dl were obtained on a quality control sample that has a target value of 85 mg/dl. The operator had removed a slide at the wrong time, causing a tracking error to occur. No pt samples were run or reported.